Event description:
Product analysis was completed on the returned lead.

Manufacturer narrative:
D9 device available for evaluation?, corrected data: supplemental #01 report inadvertently marked no.

Event description:
Product analysis was completed on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has high lead impedance and is being referred for surgery. The device was disabled. No known surgical intervention has occurred to date.no other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a full revision on (B)(6) 2025 and the lead was seen to be broken. The lead was received and product analysis is underway.